Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call of issues with customer's high blood glucose levels and prime rewind issues. The customer's blood glucose level at the time of incident was 442mg/dl. The customer states they treated with insulin pen. Troubleshoot was conducted. The customer was advised the loop occurred due to attempting a bolus while in the rewind fill tubing process. The customer was advised to monitor the device and call back if issues persist.